Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6),2020. According to the complainant, during the procedure, the flexima biliary stent was properly and correctly introduced, when the release in the biliary was almost done, a resitance was met while withdrawing the guide catheter. When the physician retried to withdraw the guide catheter , the guide catheter was broken and the stent was displaced distally out of the bile duct. The broken guide catheter was removed from the patient. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of guide catheter broken. Block h10: the returned flexima plus (stent and delivery system) was analyzed.the stent was returned unloaded from the delivery system and the guide catheter was kinked/broken and stretched. The push catheter was severely kinked in some locations. The suture was detached and was not returned. The suture hole was severely torn. No other issues with the device were noted. As per the photo attached, it could be seen that the stent was unloaded from the delivery system and the guide catheter was kinked/broken/buckled and stretched. The push catheter was severely kinked in some positions. The reported event was confirmed. Based on the provided and collected information, the issue occurred during the procedure. Handling and manipulation of the device during its use can lead the catheters to be kinked/bent, user technique when they insert the unit into the scope can kink the catheters. This condition can cause friction between the components at the kinked/bent areas in the catheters. Continued attempts to release the stent or force applied in retracting the guide catheter in order to release the stent can result in the guide catheter becoming buckled/stretched and broken. Additionally, the torn suture hole indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing of the suture hole and finally detaching the suture from the delivery system. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Device code 1069 captures the reportable event of guide catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6) 2020. According to the complainant, during the procedure, the flexima biliary stent was properly and correctly introduced, when the release in the biliary was almost done, a resitance was met while withdrawing the guide catheter. When the physician retried to withdraw the guide catheter , the guide catheter was broken and the stent was displaced distally out of the bile duct. The broken guide catheter was removed from the patient. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.